Event description:
It was reported that the device had an error code 210.5020. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error 210.5020 was able to be confirmed through log review and replicated during laboratory testing. During external inspection of the returned device, there were no obvious issues found that would contribute to the reported complaint. All inspected parts were manufactured by bd. Internal inspection found contamination and corrosion inside the rear case as well as the bezel assembly. The suspect pump module was attached to a known good dchu laboratory pcu and turned on. During boot-up the pcu displayed the reported error code 210.5020. During the inspection, the harness assembly door cable was found improperly connected. Once the cables were properly connected, the error was cleared. A preventive maintenance task was performed using asm v.12.3, the suspect pump module passed the test successfully. As additional testing with an estimated duration of 24 hours was programmed, the infusion was completed successfully with no signs of the reported error code. The event date and time were not reported; however, error log review identified the first presence of the error code 210.5020 (peripheral_version_response_failure) recorded on 21 january 2026 at 7:27 am. Error code 210.5020 means the processor is not reporting software version data immediately after system on. The same error code was recorded eleven (11) times from 21 january 2026 to 1 april 2026. As well one (1) instance of the error code 211.2000 (comm_failure) which means a communication failure error, was recorded on 7 march 2026 at 9:19 am. Event log review began on 08 march 2026 at 10:20 am, the logs from 21 january 2026 were found to be overwritten due to continued use. According to the recorded event logs several infusion were performed from 08 march 2026 until 18 march 2026, at 11:00 am when the suspect pump module was attached as channel b to the concomitant pcu s/n (B)(6), right after a channel malfunction occurred, the last recorded infusion was on 17 march 2026 at 1:53 pm with rate of 30 ml and vtbi of 991.905 ml, there is no record of further infusions. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The alaris system user manual v12.1 recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error 210.5020 was found to be an improper connection of the harness assembly door cable; once corrected, the error cleared, and the pump module passed preventive maintenance testing using asm v.12.3. Note that this report lists imdrf annex a040502, a1801, g04037, g04067, g02017, c0601, c23, c0503, d15, d11, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.